Manufacturer narrative:
The customer reported evaluating the device and found the high speed serial cable (hssc) dislodged from the device with the screws out of the hssc. The customer secured the screws to the hssc, and reconnected to the device. The customer reported the device was cycled on normally with no repeated device errors or an inoperative condition. At this time, the customer has not requested a field evaluation by vyaire or a vyaire manufacture evaluation.

Event description:
The customer reported a device inoperative condition while in patient use. No reported patient harm or injury was associated with this event. The customer reported multiple error faults in the error log of the device.